Event description:
Impedance of 203 ohms bipolar and 297 ohms unipolar was reported. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
Impedance of 203 ohms bipolar and 297 ohms unipolar was reported. The lead was explanted. No patient complications have been reported as a result of this event. Additional information received reported an insulation break.

Manufacturer narrative:
The information submitted reflects all relevant data received. This device meets or exceeds 13 years of service, and no patient complications or injuries were indicated. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation was breached (clavicle-rib crush); the distal segment was returned for analysis. Impedance of 203 ohms bipolar and 297 ohms unipolar was reported. The lead was explanted. No patient complications have been reported as a result of this event. Additional information received reported an insulation break. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) insulation device was out of specification in a manner that relates to event insulation, hole(s) in impedance, low.